Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11654. It was reported the patient had received the charging letter from sjm, and wanted to understand the letter. The patient reported she had her scs system explanted shortly after the implant of the system. The patient reported she had to have another procedure performed, and she did not think the system was effective. The patient was unable to provide the explant date. The patient received two leads with the same lot number. On (B)(4) 2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.